Event description:
A nurse reported that following a cataract surgery with intraocular lens (iol) implant procedure, the patient experienced surgery induced endophthalmitis, the patient was harmed. No further information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).